Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the double drill guide was received. The guide on the 1.1 diameter side was deformed and dented inward, as if it was clamped.there were a few scratches on the device. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. The complaint was confirmed for the double drill guide. The 1.1 diameter drill guide was pinched inward with a deformed tip. The guide had a few scratches. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.130.225 , lot number: 9605224, manufacturing site:bettlach, release to warehouse date: 29. Jan. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routing inspection of a loaner set, it was observed that double drill sleeve for cortex screws/red was bent. There was no patient involvement. This report is for one (1) 1.5/1.1 mm double drill sleeve for 1.5 mm cortex screws/red. This is report 1 of 1 for complaint (B)(4).